Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that when they put the controller on and the controller said the stimulation was on, the stimulation would randomly shoot up to the highest intensity number and would cause them pain. Patient noted that as soon as the stimulation came on, it was throbbing on their back and they had to turn the stimulation off real fast. Patient mentioned that their stimulation is on and they have been having pain; patient added that they cannot control the intensity settings when this happens. Agent walked patient through resetting the controller. Patient was in group c with program 1 set at 1. Agent attempted to have patient switch groups to further investigate their settings but patient wanted to stay on group c. Agent recommended the patient follow up with their doctor and the rep to have the implant checked out as the issue was not related to the equipment and the controller was working as intended. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.